Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2010 and mesh was used. The patient underwent a laparoscopic recurrent ventral hernia repair procedure on (B)(6) 2011. During the procedure, the surgeon found that it appeared that the mesh had slipped off one half and had migrated towards the other side of the abdomen, getting engulfed within the hernia. The surgeon reported that the mesh did not incorporate and it was easy to peel the mesh off the abdominal wall.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.